Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During baxter device evaluation, failure code 810:11 occurred during testing. The assignable cause for the failure code was determined to be a faulty air in line printed circuit board. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.09.90 which is categorized as colleague 2006.

Manufacturer narrative:
(B)(4). The air in line printed circuit board was replaced in order to resolve the failure code 810:11 found during baxter device evaluation.